Manufacturer narrative:
The subject device was returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon investigation completion or when more information becomes available.

Event description:
The customer reported to olympus, the camera head had a stretched camera cable, and the monitor displays lines. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to the repair department, however, the device is not eligible for service / repair and was returned to the customer without being serviced / repaired. Based on the results of the investigation, and because the device is not eligible for repair, a specific root cause could not be identified. Olympus will continue to monitor field performance for this device.